Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred and blood glucose (bg) was elevated (value not provided). Customer declined tandem technical support's offer to troubleshoot. Customer reverted to manual injections for insulin therapy and reportedly, discussed event with their healthcare provider.